Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient felt bad, had pain, and had a lot of pus-like, non-smelly yellow leakage from stoma. The patient was treated with paracetamol and on (B)(6) 2019, the patient was better and the pain had eased. The patient had been hospitalized for 24 hours due to post-operative complication with elevated infection values. It was reported that on (B)(6) 2019, the patient went to the emergency room, had a fever of 38 degrees and was admitted. The patient had a c-reactive protein (crp) level of 200, which was greatly increased. The patient was treated with unknown intravenous antibiotics and recovered quickly. On the (B)(6) 2019, antibiotic treatment was switched to oral bioclavid tablets twice daily and was discharged. The stoma site looked good. On (B)(6) 2019, the patient finished treatment with bioclavid tablets and the stoma was noted to be without remark, no redness.